Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level at the time of incident was 467mg/dl. The customer states they treated with pump. The mother states there was blood at the site. The mother declined to troubleshoot for the high blood glucose levels and the blood at site. The mother states they are waiting for healthcare providers call. The mother requested the pump be replaced. The pump is being replaced and returned for analysis.